Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification. The reported problem 'pump turn off' was unable to be confirmed during evaluation. The device was able to be powered on and continued staying on with ac power alone. Battery power alone and during a test infusion. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The event occurred during programming/set-up at intermediate. There was no patient involvement. No additional information is available.